Event description:
It was reported that patient experienced high blood glucose (286 mg/dL) on (b)(6) 2026 due to an issue of bent cannula in the infusion set.

Manufacturer narrative:
Based on the available information, this event is deemed to be Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.